Event description:
It was reported that during a laparoscopic gastric bypass, the device fired a couple of times properly. It is not reported as to which firing the event occurred. The device would not open, it locked out. Buttressing material was used. The device was not stuck on tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. (B)(6).

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.